Event description:
During shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua)18 (max take-up revolution exceeded) error message and could not be cleared. The customer placed pillows on the platform as they do not have a normal size manikin, however, the error could not be cleared. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.